Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was dislodged. In addition, the patient also experienced overstimulation of tissue. A lead revision was performed, and the lead was explanted. No additional adverse patient effects were reported.